Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to a patient-related condition. A laser extraction was attempted on all three leads, but was unsuccessful and thus the leads were surgically abandoned.